Event description:
Hcp reported the explanted in 2004. No information was given to the reason for the explant. Upon explant the "physician pulled apart while trying to remove." The pump was then returned to the MFR for analysis. Multiple attempts for more info have been unsuccessful.